Event description:
It was reported that the medication solution was changed normally during a routine home visit, and at 19:00 the same evening, the tissue wrapped around the connection was found to be damp on the inside, so it was replaced. Per reporter, at 23:00, the connection was checked again, and the inside of the tissue was still damp, so the cassette and tube were replaced. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage cannot be confirmed nor replicated. Upon further investigation, there were no damages or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.